Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's touchscreen had been having an ongoing delay when the pump features were trying to be accessed. The customer's blood glucose (bg) level was in the 300s mg/dl. A correction bolus was delivered to address the high bg. Tandem technical support had the customer perform a pump test and the pump's touchscreen passed; no device issues were identified. The customer acknowledged the results and was satisfied.